Manufacturer narrative:
Patient weight not available from the site. A medtronic representative reported that at the end of the case, the frame, probe and the camera was tested but was unable to replicate the issue as the camera had no issues seeing both frame and probe. It was reported that the site had performed 3 cases since and no issues were reported. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during cranial resection, the camera of the navigation system was unable to detect the reference frame and probe. The spheres on the instruments were changed but the issue did not resolve. Surgeon felt that the issue was not due to lights as there was not much light shining on either instruments. The procedure was completed with the use of navigation. No information was provided on delay to procedure and impact on patient outcome.

Manufacturer narrative:
Additional information: a medtronic representative reported that there was a delay to the procedure of between 3-7 minutes due to this issue. There was no impact on patient outcome.